Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported their upper teeth are still slightly slanted and continues to push on their lower also previously crooked tooth. The bottom tooth is wiggling in because of the slightly crooked tooth pushing it back and forth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.